Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not have any power, failed to turn on and displayed black screen. A field service engineer unplugged the pyxibus cables and reconnected them one at a time until identifying that drawer 7 prevented the machine from powering on when plugged in. The engineer then replaced the drawer controller board, rebooted the device, and tested drawer 7 in the hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device did not power on and had black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.